Event description:
It was reported that after a transapical aortic valve implantation procedure, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing the knot fully to the arteriotomy site, bleeding continued. The suture was removed and a second proglide device was attempted, but bleeding remained. The suture was removed and manual arterial compression was applied to achieve hemostasis. After the procedure the leg became cold and there were no pulses present. A surgical cutdown performed revealed the vessel was occluded from thrombus. A thrombolectomy was performed and hemostasis was achieved surgically using a teflon graft. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The right common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide device was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.